Event description:
It was reported that during pre-surgery testing, it was observed that the electric pen drive device had no power except when the cable device was wiggled. According to the report, the device started to come one when the cable device was wiggled. During in-house engineering evaluation, it was discovered that the electric pen drive device did not run when power was applied. There were no delays to a planned surgical procedure as identical spare devices were available for use. There was no patient involvement reported. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
Additional narrative: the actual device was returned for evaluation. Reliability engineering evaluated the device and observed that the device did not run when power was applied. Therefore, the reported condition was confirmed. The assignable root cause was determined to be due to motor or electronic control unit assembly failure due to immersion during cleaning, which is failure to follow directions for use if additional information should become available, a supplemental medwatch report will be submitted accordingly.